Event description:
Boston scientific received information that this automated implantable cardioverter defibrillator (aicd) was unable to be interrogated. During the course of device troubleshooting this was confirmed by the inability to initiate contact between the device and either of two programmers. When a magnet was placed over the device only one tone was audible and nothing thereafter. The device was then removed for suspected premature battery depletion (pbd) and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, attempts to interrogate the device were unsuccessful and a magnet could not force the device to produce the expected continuous beeping tone. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.